Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2017 with the following findings: during a visual inspection of the pump, no damage was found to the battery compartment or battery cap. The returned battery cap secured properly to the pump. There was evidence of moisture corrosion observed on the display screen inside the pump. A leak test was performed and a display lens leak was found. The pump is unable to be powered on and was found to be unresponsive. Further testing was not able to be performed. The pump case was removed, and evidence of moisture corrosion was found on the display screen, the motor flex/connector, and power printed circuit board. The complaint of the alleged power issue was confirmed due to moisture from the display lens leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).